Event description:
Before beginning procedure, the catheter was hooked up to cable. The mapping system could not/did not recognize the catheter. Catheter replaced and procedure completed.this facility has had similar problems with this manufacturer's device in the recent past. Staff do not know why the device is failing. Product has been returned to the manufacturer for previous events.